Event description:
It was reported that a device was used during an breast biopsy procedure. The handpiece was being prepared for usage. Solid tone. Tested with test tip. Still solid tone. Opened another device to complete the case. There was no consequence to pt.